Manufacturer narrative:
Uf/importer rpt num: 2200710000-2021-8024. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic video-assisted right lung wedge resection, the stapler did not fire on the third firing using a black reload. The surgeon tried to fire the device on lung halfway considering the initial tissue was too thick, but the stapler still did not fire. The surgeon took out the stapler from patient's body and tried to fire the device outside, and the same issue was experienced. Another device was used to complete the case. There was no patient injury.